Event description:
It was reported that the external pulse generator (epg) was missing segments on the display. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display was missing segments and it was attributed to the interconnect flex being out of specification. Analysis also found that one side bail cover was broken and that the serial number label was torn. All found defective parts were replaced. (B)(4).